Event description:
Consumer complaint of low blood results. Customer states that she/he feels well and requires no medical attention. Customer's expected blood results are 110-120 mg/dl. Verified the strips expire 06/27/2017. Customer was unable to confirm when the vial of strips were opened. Customer performed blood test, 100 mg/dl fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage, user had an inaccurate reference or user reused test strip or user's test strip had poor fill.